Event description:
Broached to sz10 std. Broach seated fully. Definitive implant sat too proud and when another sz10 std was implanted, there was no difficulty. No report of adverse event, surgery was extended by 45 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.